Event description:
Upon servicing of electrode belt sn (B)(4), which was returned for an unrelated reason, the trunk cable connector would not latch. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not securely connect with the monitor. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause has not been positively identified. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.